Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos) seen on real time electrocardiograms. The patient was noted to have a low heart rate. A follow up with the patient¿s healthcare provider yielded that the lead was reprogrammed and the issue was resolved. The lead remains in use. No further patient complications have been reported as a result of this event.